Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - incorrect treatment method.

Event description:
On (B)(6) 2025, the user reported persistent high and low bg values, describing a roller-coaster effect with the lowest bg of 68 mg/dl. The user was not treating initial lows at the first alert and was over-treating at urgent lows; bg later returned to normal after fast-acting carbohydrates. No ems or hospitalization was required.